Event description:
A consumer's husband reported that his wife experienced dry, scratchy and painful eyes, four or five weeks following bilateral intraocular lens (iol) implant surgery. Also, the pt had good near vision but now has blurry distance vision in both eyes. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There has been no other complaints reported for this lot. Add'l info has been requested. (B)(4).